Event description:
New information received notes the device was successfully reprogrammed to normal function with no patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, the device was interrogated and noted to be in back-up mode. No intervention has been performed at this time and the patient was stable with no consequences.